Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while placing the trial the surgeon used a mallet to place the provisional causing it to break. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Cmp-(B)(4). The follow-up report is being submitted to relay additional information. The following sections have been updated: complaint is confirmed from the visual inspection of the returned tibial articular surface provisional (tasp) which exhibits signs of repeated use (nicked and gouged) the post feature fractured off, all pieces returned. Review of the device history record and receiving inspection report identified no deviations or anomalies.the fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a misuse. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.